Event description:
It was reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to inspect and clean the pneumatic tap area, ensuring the o-ring was removed and that there was no damage or debris. After following these steps, the customer successfully reloaded the cartridge and resumed insulin therapy.